Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon eval, the trunk cable was pulled which damaged the j702 connector (trunk cable connector) inside the distribution node. The cause for the damaged j702 connector is excessive force placed on the trunk cable. The source of the excessive force cannot be positively determined. Device eval of monitor sn (B)(4) has been completed. The reported problem (unable to baseline) was confirmed. Upon investigation the monitor was not recognizing an ECG signal due to a damaged u612 processor on the monitor c/a board. The u612 processor was not producing an output. The cause of the damaged u612 component was isolated to a thermally damaged capacitor c655 on the c/a board. The root cause for the thermal damage to c655 could not be positively identified. No adverse event resulted from the damaged cable or the defective monitor. The pt received a replacement electrode belt and monitor. Date of manufacture: sn: (B)(4), manufactured: 08/2012. Sn: (B)(4), manufactured: 12/2011.

Event description:
A (B)(6) male pt's brother contacted zoll customer support to report damaged cable or wires exposed on the electrode belt. The zoll pt service rep (psr) was unable to complete a baseline with the pt's monitor. The pt was issued a replacement electrode belt and monitor.